Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) recommended to replace the pacemaker. No adverse patient effects were reported. This pacemaker remains in service.